Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5102431) that a female patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including rashes, dry eye, gi issues, upper stomach pain, vision issues (blind spot on central vision), and enlarged lymph nodes. Additionally, the patient reported concurrent capsular contracture (baker grade unknown). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2010. This medwatch report is for the patient¿s left breast prosthesis. In FDA medwatch report #mw5102431, the patient reported complications with five different sets of mentor breast prostheses. This report is for the left breast prosthesis involved in the patient¿s first set of mentor implants.